Manufacturer narrative:
(B)(4). Method: device has been requested. No product received. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
A healthcare professional reports pt self-tester complained that he received new protime microcoagulation system and upon attempting to charge the instrument, it gave a burning smell and was very warm. No adverse event(s) reported.